Manufacturer narrative:
(B)(4). Device not returned for evaluation

Event description:
It was reported that the encode healing abutment (ieha444) would not disengage from an unknown biomet implant. Tooth location 29.

Manufacturer narrative:
The product was returned for evaluation.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection with the fixture screw. A visual inspection revealed that the abutment head is cut down. The fixture screw is also cut at the head. The reported implant was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. ¿for compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document.¿ the returned devices were too badly damaged from removal for functional testing; therefore the circumstances of the event cannot be created. The complaint is considered non-verifiable. A singular cause cannot be determined.